Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges the heating pad controller melted and exposed a component. There was not a report of personal injury with this incident.

Event description:
Consumer alleges the heating pad controller melted and exposed a component. There was not a report of personal injury with this incident.